Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during usage, it was observed that the attachment device became warm. It was not reported if this event occurred during a surgical procedure. It was not reported if there was a delay in a procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.